Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 14, 2019 that a wallflex biliary fully covered rmv stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) with bilary stent placement procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the device carton was opened and a small rip was noted in the inner sterile pouch. The sterility of the device was compromised and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.